Event description:
It was reported that the patient¿s pump and catheter were explanted due to infection. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that there were no alleged product issue. It was reported that the patient¿s pump was used to infuse morphine. It was later reported that the exact symptoms the patient had were unknown. It was noted that there was a culture taken from the pocket site and catheter incision site. It was reported that the cause of the infection was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).